Event description:
It was reported to boston scientific corporation that a vesica sling system (MFR report #3005099803-2013-13148) and a protegen sling system (MFR report #3005099803-2013-13423) were implanted into the patient on (B)(6) 1999. According to the complainant, the patient sustained injuries but does not provide any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a vesica sling system (MFR report #3005099803-2013-13148) and an unknown boston scientific sling system (MFR report #3005099803-2013-13423) were implanted into the patient on (B)(6) 1999. According to the complainant, the patient sustained injuries but does not provide any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.